Event description:
No additional information was received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 11/17/2025. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6, h11 corrected fields: g3 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage at the internal components of the video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device reprocessing, the flex deflectable videoscope exhibited a noisy image. There were no reports of patient [harm/involvement].

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Corrected b5.

Event description:
It was reported that during device reprocessing, the flex deflectable videoscope exhibited a noisy image. There was no involvement, no harm reported as a result of the event.